Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred within a few minutes of the start of the hd treatment. The nurse explained that the leak was semi-visually observed with a tint of red in the tested liquid.the blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and alarmed with a blood leak alarm. Blood leak test strips were used and indicated positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The blood leak was the only considered adverse event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred within a few minutes of the start of the hd treatment. The nurse explained that the leak was semi-visually observed with a tint of red in the tested liquid. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and alarmed with a blood leak alarm. Blood leak test strips were used and indicated positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The blood leak was the only considered adverse event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A sample has not been provided for evaluation. The third-party carrier's website was reviewed and it was verified that shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated. A review of the production record was performed. There was one unrelated temporarily approved deviation notice (dn) noted on the lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.